Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wall adapter and usb cable would no longer work to charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable and adapter. There was no reported adverse impact to customer's blood glucose level. Replacement adapter and cable were sent to the customer.